Event description:
Reporting status: serious injury- permanent damage. Reporting rationale: stent dislodged and remains in pt anatomy. Device issue: stent dislodgement. It was reported via a trial that the 2.25 x 18 mm rx xience was unable to cross the target lesion in the first diagonal and during retraction of the device, the stent implant dislodged in the left main. A balloon catheter was inserted past the dislodged implant, inflated slightly and used to bring the dislodged stent implant down the iliac. The dislodged stent implant remains in the iliac and another 2.25 x 18 mm xience was successfully placed in the first diagonal. No additional event or pt information is available.

Manufacturer narrative:
The inability to cross can be affected by anatomical morphology, disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and is typically not associated with a product quality issue. Stent dislodgement can be influenced by improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. A conclusive root cause cannot be determined.